Event description:
It was reported that the patient's right atrial (ra) lead exhibited low pacing impedance measurements. The lead was capped and replaced on (B)(6) 2023. Patient status was unknown.

Event description:
New information received notes the low voltage impedance was low due to a suspected insulation breach. The patient was stable following the procedure.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited unspecified pacing impedance measurements. The lead was capped and replaced on (B)(6) 2023. Patient status was unknown.